Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. On an unknown date the patient fell and hit their left side which is where their ins is located. The patient felt as though their stimulation was not giving them as much relief as it was prior to the fall and they were having trouble charging as well. The patient was re-educated on the programmer and to turn up and own to comfort as the patient stated that they never turn the stimulation up or down. An impedance check was performed which showed all were within normal limits. The patient was asked to demonstrate charging and on the second attempt they were able to get 4 black squares and the third attempt they had 8. The patient was also informed that using the recharging belt was not necessary and to try charging without as they did in demonstrating. The patient was also given a ¿b¿ to try. The patient has not informed their healthcare professional (hcp) of the fall but stated that they would let the office know. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.